Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The customer properly cleaned, disinfected, and sterilized the device before sending it to olympus. They were not aware of the foreign material present. There was no delay in the start of precleaning, and the air/water nozzle was flushed with both water and air. No abnormalities were found in the accessories used for reprocessing. The endoscope was immersed in the detergent solution, and the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. Additionally, the nozzle was flushed with the detergent solution. Overall, there are no other concerns about the reprocessing of the device. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and the air/water cylinder had an unknown foreign object. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.